Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastic non-sterile luer-lok tip syringes had leakage past the rubber stopper during injection.

Event description:
It was reported that during use of the bd plastic non-sterile luer-lok¿ tip syringes had leakage past the rubber stopper during injection.

Manufacturer narrative:
One loose 5ml syringe was received and evaluated. It was observed the syringe had a bent flange and two diagonal indentations, approximately 0.5¿ in length on opposite sides at the bottom of the barrel. One of the indentations went through the first three grad lines and scraped off some ink. The bottom of the plunger rod also had deformations consistent with the indentations on the barrel. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect the damage to the barrel and deformation of the plunger rod cause to rubber stopper to not be properly seated causing a leak. Potential root cause for the leakage past stopper is associated with the assembly process.